Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
While being tested at the sales office, the device issued three check ventilator alarms: 3.3v supply failed; 5v supply failed; 35v supply failed. There was no patient involvement. The service engineer observed the occurrence of error codes. The service engineer also verified the presence of these error codes within the event log. The service engineer replaced the power management board and the motor controller board, which resolved the problem.

Manufacturer narrative:
G4: 29dec2020. B4: 13jan2021. The visual inspection of the motor controller (mc) & power management (pm) printed circuit board assembly (pcba) revealed no evidence of damage or contamination. Failure investigation technician identified component in reference designator u10 on the motor controller printed circuit board assembly had failed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.